Event description:
The customer reported a patient presented with endophthalmitis two weeks ago and lost her sight totally. The patient had light perception pre-op, but now has nothing. The surgeon thinks the fluid in the line (in the system) somehow was not sterile. Multiple attempts were made for more information on the event and patient status with no response.

Manufacturer narrative:
The company service representative examined the system and found the system met all product specifications on arrival. No error messages were found in the error log. The pressure/vacuum manifold and all internal tubing were visually inspected for fluid and no fluid was observed. The service test procedure was completed and the system met all product specifications. The reporter did not identify tass, but alcon has classified this type of event as potentially tass. The root cause of the patient event cannot be determined in this investigation.